Manufacturer narrative:
Product evaluation: failure analysis for fiber model #0010-2400; lot #522b; serial #(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the glass/metal cap are detached and returned; the glass cap exhibits mild devitrification at the output window; the metal cap exhibit mild detritus adhesion on metal surface; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing exhibits signs of abrasions; the octagonal red sign and the blue arrow on the outer flow tubing open end are partially erased; the outer flow tubing exhibits mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber had ¿breaking the cap" at 33,657 joules and 03 minutes of use. The fiber tip (cap) was not cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: no injuries to the patient reported.